Event description:
Boston scientific received information that the patient implanted with this pacemaker had a syncopal episode. It was noted that the patient was pacemaker dependent and had the automatic capture (ac) feature on. Patient isometrics were performed, which did not evoke any out of range measurements or device issues. There was one past ventricular tachycardia (vt) stored, but the patient had not had a device check since then and there had been no programming changes made, and no episodes of pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed options for the patient, including programming changes and/or holter monitors. The physician elected to turn off ac and reprogram the device outputs. The patient will follow-up with an electrophysiologist at a different facility. At this time, attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.